Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device charge circuit was inactive and the device was noted to have reached end of service prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device could provide a 35 joule charge within nominal charge time when using an external supply. No hybrid anomalies were found. Destructive analysis of the battery revealed no internal battery shorting. Lithium-severing was seen leading to reduced anode surface area and consistent with the high battery impedance. Review of the save-to-disk data found that a charge timeout and excessive charge time events were logged prior to rrt and subsequent explant. These charge timeouts and excessive charge times resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.